Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to the issue, the pump label was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked]. This report is made based on results of investigation completed on 02/23/2017.